Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacture's field service engineer sent the customer software (sw rev 2.3). The field service engineer informed the customer that both primary speakers are mounted on the front and the backup speaker is on the back. Due diligence attempts made to contact customer for resolution information were unsuccessful. Due to no part returned for failure investigation, the root cause could not be determined at this time. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported error code 1102 with no patient involvement.